Manufacturer narrative:
H6 image review: a pre-implant patient executive summary was not provided, which limited the ability to perform a comprehensive pre-procedural anatomical assessment. One intraprocedural fluoroscopic media file was submitted for review in relation to the reported event. According to the procedural documentation, the valve dislodged into the ascending aorta during removal of the delivery catheter system. It is documented that interaction between the nose cone and the valve occurred during catheter withdrawal, which reportedly resulted in valve dislodgement. A second valve was subsequently implanted. The valve dislodgement event was not captured in the submitted media; therefore, the cause of the dislodgement cannot be independently confirmed. Medtronic recommends caution during withdrawal of the delivery catheter system to minimize interaction with the evolut frame. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut pro bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Annex e code and annex d code were erroneously omitted from the initial medwatch. Additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to aortic annulus. While deploying the valve and the dcs was being withdrawn, the nosecone of the dcs interacted with the valve and caused it to dislodge. In response, a new transcatheter aortic valve was prepared and was then successfully implanted valve-in-valve into the previously dislodged valve. Additional information was received that the right femoral artery approach was used as the access site, and a non-medtronic guidewire was used during the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) balloon. The cuspal overlap technique and training guidance for slow deployment were used. The dcs was not twisted or torqued at any point during deployment, and the valve was implanted in the patient's native annulus. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. Per the physician, the cause of the dislodge was during dcs withdrawal the tip dislodged, and the patient's type 1 bicuspid valve was noted as a contributing factor to the dislodgment. There were no additional procedural observations that may have impacted this event.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to aortic annulus. While deploying the valve and the dcs was being withdrawn, the nosecone of the dcs interacted with the valve and caused it to dislodge. In response, a new transcatheter aortic valve was prepared and was then successfully implanted valve-in-valve into the previously dislodged valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro transcatheter aortic valve; product ID evolutpro-23-us (serial: (B)(6)); product type: 0195-heart valves; imp lant date (B)(6) 2026; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.